Event description:
Consumer reports their patient plink meter is not reading accuately. Analysis run on clark error grid using mean average reading (153) as reference point vs. Bd readings (21,358,79) yielded some data points in the c range of the grid, outside acceptable limits.